Event description:
It was reported that during a gastrectomy procedure, the device would not open. After stapling with the second cartridge, the jaws stayed closed on the tissues. The surgeon failed to re-open the jaws; even after activating the security button. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): release button. The long60 device was returned in good visual condition and with a fully fired reload present. After further inspection, a clip was found lodged in the anvil slot. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) are included with the tissue inside the jaws. Firing trough a hard object can jam the device resulting in the mechanism not opening. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The firing mechanism was noted to be damaged; therefore no functional test could be performed. The device was disassembled to verify the condition of the internal components; the release button and the left side release button post were noted to be damaged; these is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. As a result of this condition, when attempting to fire, significant resistance will be felt due to the fact that the release button is blocking the path of the indicator gear. If the firing stroke is continued past this point, the indicator gear pushes into on the release button, resulting in damage or breakage of the release button. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.